Event description:
(B)(4). Initial information for this spontaneous case was received from a physician on 18-oct-2007: this case involves a female patient who received therapy with injectable poly-l-lactic acid [sculptra] from (B)(6) 2006 for an indication of facial laxity. The poly-l-lactic acid was reconstituted with 5cc of sterile water and the patient received lidocaine. Injection sites were at the upper cheeks, zygomatic arches and peri-oral areas. Patient received 6 vials overall (split throughout the injection sites). This patient developed swelling nodules which was described as "progressive." The nodules range in size from 2mm - 10mm. The event was ongoing at the time of this report. Lot number and expiration date were unknown. No further relevant information was reported. Additional information received on 19-oct-2007 from a nurse: this (B)(6) female last received poly-l-lactic acid in (B)(6) 2006. She received a total of 6 treatments. In the past month, patient has reported increasing periorbital edema and nodules at injection sites. She denies redness and fever. The patient was seen by her physician in (B)(6) 2007 and said she wanted more poly-l-lactic acid because she felt it was not working; edema was not present at that time. Patient started varenicline (chantix) in (B)(6) 2007. Other concomitant medications included diltiazem (cardizem), naproxen sodium (aleve) and fish oil. No further relevant information reported. Additional information for sculptra from (B)(4): because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Addendum for follow-up received 26-oct-2007 from the nurse reporter: the patient was treated with prednisone 60 mg daily for a week; the dose is now being titrated down. The patient's swelling has subsided and now the nodules are more distinct. No further relevant medical information reported. Additional information for poly-l-lactic acid from (B)(4): (entered out of sequence) batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marked in the USA. The review of the device history reports and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.